Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 08/04/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there was a check IV set error and both pressure sensors were replaced, calibrated and preventative maintenance was performed was not determined because no product or device logs were returned. The reported issue that there was a check IV set error and both pressure sensors were replaced, calibrated and preventative maintenance was performed could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No product returned.

Event description:
It was reported that there was a check IV set error. The customer replaced both pressure sensors, calibrated the unit and performed preventive maintenance and the device passed all tests. The customer stated no further information will be provided. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that there was a check IV set error. The customer replaced both pressure sensors, calibrated the unit and performed preventive maintenance and the device passed all tests. The customer stated no further information will be provided. No patient harm reported.